Event description:
Customer complained about her insulin pump not functioning properly. She stated the device is alarming motor error alarm at bolus delivery. During troubleshoot, customer stated that she does not use the sensor feature and the alarm did not occur during prime. Customer reported she is unable to rewind the insulin pump. Blood glucose of 517mg/dl treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.